Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unk. Initial examination of the returned device noted that the stent was partially deployed by approximately 45 mm. It was noted that the handle had detached from the outer sheath. Examination of the outer sheath noted stretching distal to it proximal end. A slight bend was noted in the stainless steel shaft. It was not possible to retract the outer sheath by hand to deploy the stent. The shaft was dissected at approximately 340mm proximal to its distal end. The stent was deployed distally. Examination of the deployed stent, the stent holder and jacket found no anomalies. Based on the results of the evaluation conducted and the details of the complaint, the most probable root cause is operational context due to anatomical/ procedural factors encountered during the procedure, where the performance was limited. (B)(4).

Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Reference manufacturer report number 3005099803-2009-04328. It was initially reported to boston scientific corporation, that two wallflex colonic stents were used during a stenting procedure (pt age unk; however, over 18 years). According to the complainant, during the procedure, the first device failed to deploy and the handle bent. A second device was used with the same results. The procedure was completed with a third wallflex colonic stent. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as fine. This event has been deemed a reportable event based on the investigation results; handle detachment, partial deployment.